Event description:
It was reported that the catheter fell out of the patient with a deflated balloon. It was also reported that the balloon allegedly ruptured when the user tried to re-inflate the balloon outside of the patient's body. Allegedly, the incident occurred 3 other times, however, dates of incidents are unknown. The balloon of one of the catheters from the other 3 incidents allegedly ruptured inside of the patient's bladder. The balloons were not been overfilled.

Manufacturer narrative:
This report is being submitted past the regulatory timeframe. Please see attached letter for additional information. The device was not returned for evaluation. A potential failure mode could be ¿balloon collapses¿ with a potential root cause of ¿inflation / drainage lumen wall perforated¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter fell out of the patient with a deflated balloon. It was also reported that the balloon allegedly ruptured when the user tried to re-inflate the balloon outside of the patient's body. Allegedly, the incident occurred 3 other times, however, dates of incidents are unknown. The balloon of one of the catheters from the other 3 incidents allegedly ruptured inside of the patient's bladder. The balloons were not been overfilled.